Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020 information was received from a healthcare professional (hcp) and manufacturer representative (rep) regarding a patient receiving fentanyl (672 mcg/ml, 343 mcg/day) and bupivacaine (36 mg/ml, 18.383 mg/day) via an implantable pump for non-malignant pain. The hcp reported code 232 (pump motor stall occurred) was seen on the tablet today. The pump was also beeping with a critical alarm. The pump was interrogated and pump logs show the pump was currently stalled since 15:03 on (B)(6) 2020. The hcp confirmed there was no magnetic resonance imaging (MRI) or electromagnetic interference (emi). The patient experienced an increase in pain. The rep reported surgical intervention was planned, but had not been scheduled. The issue was not resolved at the time of this report.